Manufacturer narrative:
One used list# lat-d1000, conector tego was returned for evaluation. As received, a seal tearing was observed, no mating device was returned for evaluation. Complaint can be confirmed. The probable cause of silicone inside connector was displaced is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. Corrective actions are in process. E1 initial reporter phone number: (B)(6).

Event description:
The event involved a conector tego¿ where it was reported that the connection to hemodialysis was made without complications, after 20 minutes of therapy the machine sounded an alarm and presence of air was evident in the arterial line. Adequate permeability of both lumens was verified with a 10 ml prefilled syringe, therapy started again but completely elevated system pressure was observed. The tego connector was checked, and no wrinkled silicone was evident, however, when connecting the syringe, it was felt that the silicone inside the connector was displacing, therefore, using sterile technique and according to protocol, both bioconnectors were changed and therapy was resumed with adequate catheter function. There was no reported harm as a result of this event.